Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regulatory body via manufacturing representative regarding a patient with pre-operative diagnosis of recurrent low back pain and right lower extremity pain. It was reported that on (B)(6) 2020, lumbar posterior pathway under l5/s1 discectomy, resection of the proliferative yellow ligament, spinal canal enlargement and shaping, intervertebral cage bone graft fusion, and percutaneous nail rod system internal fixation were performed. After the surgery, fluid infusion, anti-inflammatory, analgesic, dehydration, nutritional nerve treatment, and other symptomatic treatment, in coordination with postoperative physiotherapy. After treatment, the patient's symptoms improved, the wound healed at grade a and the stitches were removed. The patient was in stable condition and discharged. A review of the anterior and lateral lumbar discs on (B)(6) showed that the left s1 pedicle screw was broken, and the patient complained of local lumbosacral pain and local pressure tapping pain. Patient is advised bed rest. There is no patient symptoms/complications. Product remains implanted in patient.